Event description:
It was reported by the patient's spouse that the patient is deceased. The patient was a participant in the system longevity study. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately nine months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.